Event description:
The ge oec 9800 fluoroscopy system had a split image when the c-arm was moved.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective high voltage cable. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.